Event description:
Reporter indicated that a system diagnostics test at an office visit yielded high lead impedance suggesting a possible lead discontinuity. The patient indicated that her magnets were not working to stop her seizures for the past six months, where in the past, the magnets would stop her seizures. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.